Event description:
Reportedly, the device display blanked while monitoring a patient during transport to the hospital. There was no report of adverse effect to the patient resulting from the alleged discrepancy.